Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Corrections: (d4) lot number corrected from 0025876281 to 0025955691. (D4) expiration date corrected from 08/18/2023 to 09/02/2023. (H4) device manufcature date corrected from 08/18/2020 to 09/02/2020.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Corrections: (d4) lot number corrected from 0025876281 to 0025955691. (D4) expiration date corrected from 08/18/2023 to 09/02/2023. (H4) device manufacture date corrected from 08/18/2020 to 09/02/2020. Device evaluated by MFR.: a mustang 6.0 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 48mm in length and extended from a position 3mm proximal of the proximal markerband to 4mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.